Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd plastipak¿ luer-lok¿ 30 ml syringes experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: today we found a fiber / hair on the plunger in a bd 30 ml syringe (with lot number 2002200). The syringe has been rinsed and is in quarantine.

Event description:
It was reported that an unspecified number of bd plastipak¿ luer-lok¿ 30 ml syringes experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: today we found a fiber / hair on the plunger in a bd 30 ml syringe (with lot number 2002200). The syringe has been rinsed and is in quarantine.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/20/2020. H.6. Investigation: one sample was provided to our quality team for investigation. Upon visual inspection, a black line was observed on the syringe barrel, there was no hair or fibers observed on the syringe. Using magnification damage was observed on the barrel, the damaged area identified to be stained with ink. A device history review was performed for the reported lot 2002200, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. While we could not identify a direct issue, it was determined this incident occurred as a result of the product jamming in the manufacturing equipment during the marking process, damaging the barrel and creating the ink mark on the damaged section. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Project#2085 has been initiated to install a vision system in the marking machine to identify these defects. H3 other text : see h.10.